Event description:
Heparin was bolused and act was checked to ensure adequate anticoagulation. Over the wire, the physician exchanged the 5 french short sheath for a 5 french by 45 cm ansell sheath with the distal to being placed in the left common femoral artery. Next over the wire, he advanced a charger 5.0 mm balloon to the appropriate location in the mid sfa and inflated to recorded pressures. At this point he attempted to remove the balloon, but it was not able to be fully retracted into the sheath. It became stuck on the wire and the sheath and the balloon and sheath had to be removed in conjunction through the right femoral access. At this point he had to cut the wire and attempt to advance a short 5 french sheath on the short segment of wire remaining in the femoral artery. He was not able to do so. Manual pressure held for a total of 40 minutes. Protamine was also given to reverse anticoagulation. He also obtained a 5 french access in the left common femoral artery using micro puncture needle and standard seldinger technique. Next, he advanced a pigtail catheter over the wire to the right external iliac artery and performed angiogram which revealed persistent extravasation. Patient was admitted for elective revascularization to her left leg which was carried out with excellent results. Post intervention she had some mild swelling but foot feels improved. She unfortunately had a right groin pseudoaneurysm which was closed by dr. Follow up arterial imaging showed no persistent pseudoaneurysm but did show a stable hematoma in the region of the right proximal common femoral and iliac artery.